Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit alarmed and was not delivering the requested amount of tidal volume. Mechanical ventilation was not working. There was no report of patient involvement.

Manufacturer narrative:
Ge healthcare received additional information that the unit continued to ventilate and alarms remained functional. The clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. The unit alarmed, notifying the user of the reported condition. Due to additional info received, this complaint is not reportable. Flow sensors are a customer replaceable item.